Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high undefined impedance on the right ventricular (rv) lead defibrillation and superior vena cava (svc) coil. Upon fluoroscopy investigation it looked to be clavicular crush of the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.